Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, white residue was found on the catheters handle after opening the product. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the catheter was not returned for analysis, however; a picture was returned. Investigators were able to see in the image that there was a white residue on the catheter handle. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of foreign material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency as the white spots are a cosmetic defect that impacts the product quality .

Event description:
It was reported that during an atrial fibrillation ablation, a farawave was selected for use. During procedure, white residue was found on the catheters handle after opening the product. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.